Manufacturer narrative:
Patient information with regard to age and weight was not provided. The patient had retrieved the crown and returned to the doctor's office. The doctor released the patient that day and reported that the remaining core and post would be removed during a follow up visit. The patient returned to the office again and the core build-up and post were removed and replaced. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor's office alleged that a patient had experienced a broken fibrekor serrated post and core build-up which led to the loss of the crown.